Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker did observe that the battery in well 2 was manufactured in 2021, was well beyond its recommended use life, and could not be completed inserted or locked into this device. Stryker advised the customer to purchase a replacement battery. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device is unexpectedly powering off. There was no report of patient use associated with the reported event.